Event description:
Continuous positive airway pressure (CPAP) machine's filters are turning black. I change the filter weekly. It used to barely be dirty. Now, after a couple days, it is black. Even the 'reusable'/washable filter turns black. This is a replacement machine due to recall for foam breaking down. The black filter indicates the machine is breaking down. As this is a medical device I am dependent upon, I am concerned about the quality of air being breathed in eight hours daily. Reside in a clean environment with no smoking, no pets, cleaned weekly. The black filters are concerning as it is the air I am breathing for an average of eight hours nightly.